Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. Device received with cracked battery tube threads. Minor scratched lcd window and cracked reservoir tube lip.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches which makes it difficult to read. The customer¿s blood glucose level was unknown. The customer also reported diminished battery life, crack along reservoir and battery area, insulin pump rejects new battery and alerts were not loud. The insulin pump will not be returned for analysis.